Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.

Event description:
It was reported that an 80 yo male patient, initial left hip implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2025, approximately 6 years 10 months post the initial procedure. The patient had some shortening of the leg and some liner poly wear. Because the patient had a gxl liner, the surgeon indicated it was time to exchange it for an xl liner. The patient was revised to a 36 face changing liner and a +0 head. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. The hospital will not release them. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6), 188-01-08 - wedge plasma x/o sz 8. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.